Event description:
It was reported that after a difficult release from the deliver catheter, the right ventricular device dislodged from the implant position and migrated to the pulmonary artery. The device was explanted and replaced to resolve the event, and the patient was in stable condition. Following the implant procedure, the helix of the device was observed to be stretched.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.